Event description:
It was reported that "the guide wire could get not through the ars." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the guide wire could get not through the ars." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one guide wire with lidstock for analysis. The arrow raulerson syringe (ars) was not returned for evaluation. Signs of use, in the form of biological material, were observed on the guidewire tubing. Visual inspection identified two kinks in the guidewire. The distal j-bend was slightly misshapen, and one offset coil was observed in the j-bend region. One of the kinks was located adjacent to the j-bend. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The overall length of the guidewire measured 600mm, which is within the specification limits of 596mm-604mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.796mm, which is within the specification limits of 0.788mm-0.826mm per the guidewire product drawing. The guidewire was functionally tested in accordance with the product instructions for use (IFU). The IFU provided with this kit instructs the user to "advance the guidewire into the arrow raulerson syringe approximately 10 cm until it passes through the syringe valves or into the introducer needle." Functional testing was performed by advancing the guidewire through a laboratory inventory arrow raulerson syringe (ars) and a laboratory inventory 18-gauge introducer needle. Minor resistance was observed at the kinked locations; however, the undamaged portions of the guidewire advanced through the ars and introducer needle without resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guidewire was confirmed through investigation of the returned sample. Visual inspection identified two kinks in the guidewire. The distal j-bend was slightly misshapen, and one offset coil was observed in the j-bend region. One of the kinks was located adjacent to the j-bend. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing-related issues. Based on the customer report and the sample received, the failure appears consistent with damage due to undue force applied during insertion; however , without the ars also returned for analysis, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports.